Event description:
Information received by medtronic indicated that the buttons of the insulin pump were not responding. Customer called with keypad anomaly. Insulin pump did not receive a stuck button alarm. Customer stated buttons were unresponsive. Customer reported problem with ok button. Customer did remove battery from the insulin pump and replaced it still buttons did not respond. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Customer complained on (B)(6) 2021 the ok select button is not responding. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Device passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces.